Event description:
On (B) (6) 2009, the patient was treated with gore excluder aaa endoprostheses. On (B) (6), 2009, another iliac extender was implanted to address a distal type I endoleak. The endoleak resolved; the aneurysm has shrunk, and the patient is doing well.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that the lot(s) met all pre-release specifications.